Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign material from the jet tube, bending section cover, plastic distal end cover, and nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the foreign material was unable to be specified. The cause of the foreign material that remained in the auxiliary water channel, probe cover, distal sheath and nozzle was not confirmed. It was unknown whether there was a deviation from instruction for use (IFU) in reprocessing steps for the locations where foreign material remained. There was no damage to the area where the foreign material was detected. However, olympus could not identify a definitive root cause of the event. The suggested event is detectable and preventable by handling device in accordance with the following IFU. The instruction manual operation manual ¿gif/cf/pcf-290 series, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual ¿gif/cf/pcf-290 series, chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.